Event description:
Initial result for a ck-mb was 1.32 ng/ml. When repeated, the result was 117.8 ng/ml. Incorrect result was not used to guide therapy. The field service representative found the sample rack was damaged and repaired the rack by replacing the rubber grommets.